Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: a review of the pump¿s black box showed a cs 078 call service alarm occurred. During investigation, the pump powered on to a blank display. Further testing was not able to be performed due to the unrelated blank display issue. Unrelated to the call service alarm complaint, moisture was observed behind the display lens. The pump case was removed and moisture damage was found on internal components of the pump. The complaint of a call service alarm issue was not able to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.